Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the procedure. After resetting the pump, the malfunction did not recur, allowing the customer to continue using the device. The customer was instructed to contact technical support again if any further issues arose, and they acknowledged and understood these instructions.